Event description:
It was reported that the patient underwent a tlif procedure at l5-s1. The surgeon used a large rh-bmp2/acs kit and mastergraft matrix. Five days post op, the patient was exhibiting a low grade fever and a slowly climbing sed rate and crp along with muscle spasms. The patient was not experiencing any radiculitis. A second surgical procedure was performed to wash out the suspected infection. The surgery did not reveal any signs of infection, tissue inflammation, fluid accumulation, or failure of the construct.

Manufacturer narrative:
Additional products used: mastergraft matrix. Neither the device nor films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.